Event description:
It was reported that during a refill in (B)(6) 2014, the healthcare provider (hcp) refilled the pump with the wrong medication. Instead of morphine, the hcp filled the pump with a combination of morphine and bupivacaine at a dose of 5mg/day which was too high since the highest the patient ever had before was 0.4mg/day. They tried to access the catheter access port (cap) but were unable to aspirate. The patient stated that it ¿collapsed¿ and there was no way to know if there was ¿debris¿ in the line. The device system had been ¿starting and stopping¿ since then. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, lot # b002190n64, implanted: (B)(6) 2004, product type catheter; product ID 8731, lot # b002190n64, implanted: (B)(6) 2004, product type catheter. (B)(4).